Event description:
New information received notes that the physician performed defibrillation threshold testing after making programming changes. The test was successful. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low, out of range defibrillation impedance. No intervention was reported. The patient was in stable condition.